Event description:
Device 1 of 2. Reference MFR report number: 1627487-2012-12395. It was reported the pt noticed chest tightness, pain in the back and was light-headed when the amplitude is high. It was also reported the pt experienced pain at the lead incision site. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unale to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.